Event description:
It was reported that an unknown number of one-link connectors were observed to experience no flows. The facility informed that the one-link luer, when connected to the unknown primary set, caused the pump to alarm "occlusion." The nurse attempted to disconnect and reconnect the primary set from the one-link three times with the same result. The nurse then disconnected again, removed the one-link luer and connected the primary set directly to the hub. This malfunction was reported to have occurred during infusion on a patient. However, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. The customer's reported condition was not confirmed; the root cause was not identified. The reporter did not know what was being infused; it was either normal saline or lactated ringers. A batch review cannot be performed since there was no lot number provided.